Event description:
It was reported that the patient had previously had a revision surgery on (B)(6) 2019 and their generator battery is now showing to be at intensified follow-up indicator (ifi): yes. A review of device history records for the generator shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution. No known surgical intervention has occurred to date. No other relevant information has been received to date.